Manufacturer narrative:
Fiber optics and detector px4800 service were approved for replacement. The client was informed of the situation.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system not staying powered on.the clinical use of the system was in use. There was no harm reported to philips.